Manufacturer narrative:
This report is submitted on may 18, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with antibiotics (date and duration not reported). However,the issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.